Manufacturer narrative:
The device was returned to olympus for inspection where a residue foreign material was confirmed. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The device was returned to olympus for inspection with an unstable port; based on the information obtained, olympus was unable to identify the exact cause of the incident. However, it is speculated that it may have been caused by damage or deterioration of parts during handling, blockages, or compatibility issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the hysterovideoscope had a liquid drip from the light guide bundle, and a sticky residue was found on the grip, the up/down plate, and the universal cord. Additionally, the forceps channel port was not secured. There was no patient involvement.